Event description:
It was reported that during a procedure, the unit broke at the time of insertion in the femoral canal. Further, a two minute delay was reported and pt remained under narcotization for an additional 2 minutes. It was further reported that a replacement was available and the procedure was successfully completed. No further consequences reported for the pt.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.